Event description:
It was reported by service report that the brakes were not holding on the head end. Siderails were also latching up intermittently. No patient involvement or adverse consequences are reported.